Manufacturer narrative:
The report regarding technical failure 389 was noted during preventive maintenance (pm) conducted by the field service engineer (fse); however, verification could not be accomplished. The screenshot provided indicates that technical failure 389 occurred during the pm. It was recommended that the inspiration block be replaced and a quote was provided to the customer for the replacement part. Multiple follow-up attempts were made to the customer requesting the purchase order for the replacement inspiration blow; however, no response was received from the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a technical failure 389 "no o2 dosing possible". Complainant did not indicate that there was any patient involvement during the reported malfunction.